Manufacturer narrative:
Further information from the reporter regarding event, product, or patient cannot be obtain as no follow up can be conducted. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "intracapsular rupture." Device remains implanted.